Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose (bg) levels reached 358 mg/dl while wearing the pod. The patient reported that the phone app was deleted due to storage issue and the controller was not working, had a cracked screen and would not power on. Without access to either device, the patient was unable to administer insulin boluses through the pump and was subsequently hospitalized. Symptoms reported include stomach pain, shortness of breath, headache and frequent urination. The patient was treated with an insulin drip, insulin injections, and intravenous (IV) fluids. The patient was currently still admitted at the time of reporting.